Manufacturer narrative:
(B)(4).

Event description:
There is an allegation of elevated metal ions before first revision which previously reported. Changed the expiration date of the liner and head to the last date of the month and removed the expiration date of the stem.

Manufacturer narrative:
(B)(4) no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation alleges the patient was implanted with a metal-on-metal pinnacle device and underwent a painful and risky revision surgery. Update apr 3, 2017. Medical records received . After review of medical records for MDR reportability, it was indicated that the patient experienced pain. Part/lot is being updated. There is no additional information that would affect the existing investigation. This was updated on apr 20, 2017. Update april 14, 2017. Pfs and medical records received. Pfs alleges discomfort, pain, dislocation, leg length discrepancy. After review of medical records for MDR reportability, there was no mention of dislocation in the medical records. The complaint was updated on: (B)(6) 2017/investigation method: examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event/investigation summary: litigation alleges the patient was implanted with a metal-on-metal pinnacle device and underwent a painful and risky revision surgery. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.